Event description:
It was reported that the handpiece received an overtemperature error during the case. The generator was reset and the handpiece was used to complete the case with no pt consequence.

Manufacturer narrative:
Info is unavailable;device was not returned for evaluation.